Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. During the follow-up call, the patient informed the mss that he had a coronary stent placed in (B)(6) 2012. Since the procedure, the patient claimed that almost on a daily basis he has a low blood glucose excursion during the middle of the night. The patient confirmed that approximately 3 weeks prior to when his wife contacted lfs, during the middle of the night his wife found him "out of it". The patient stated his spouse contacted emergency services and when they arrived they tested his blood glucose with their meter and obtained a reading of "35 mg/dl". The patient reported he was treated with IV glucose and responded to the treatment. Prior to receiving treatment, the patient recalls he had obtained a reading "under 200 mg/dl" with the subject meter for his bedtime reading, which he considered "pretty close to normal". The patient informed the mss that he is on an insulin pump and normally has a snack if his blood glucose is under "200 mg/dl"; however, did not recall if he ate a snack that late evening. The patient stated that on (B)(6) 2013 he tested with the subject meter and another device and obtained readings of "185 mg/dl" and "94 mg/dl" respectively. The reporter confirmed both tests were taken at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient reported due to the large discrepancy, he discontinued use of the subject meter. However, the patient informed the mss that he continued to have the daily low blood glucose excursions after having discontinued testing with the subject meter. The patient informed the mss that he has been making adjustments to his insulin pump settings and had scheduled an appointment with his hcp to discuss the ongoing low blood excursions. At the time of troubleshooting, the customer care advocate (cca) noted the reporter did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this injury. The patient denied obtaining an inaccurate high reading with the subject meter prior to the onset of symptoms. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.